Event description:
The account stated that the architect ca19-9 xr reagent has generated a low result on a patient suspected to have pancreatic cancer or inflammation of the pancreas. In 2009, the result was >1200 u/ml. The account did not state if this sample was retested. Another sample was collected and tested four days prior, and the result was 43 u/ml. The qc was within range. There was no impact to patient management reported.

Event description:
The customer reported that she experienced high bgs (256-287mg/dl) within four hours of activating a pod. A kink was seen in the cannula, though the pod did not initiate an alarm. No product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation - a review of complaint data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review. We reviewed customer complaints to determine if others have experienced the issues encountered at the customers facility. Our review of this data did not identify an increase in complaint activity for the issue the customer observed. We also performed accuracy testing which evaluates the ability of the architect ca 19-9 xr assay to provide accurate results in a portion of the dynamic range. Three architect instruments were calibrated and controls were run to validate the curve. Testing was done using in-house samples of architect ca 19-9 xr, lot 71556m100 and an architect ca 19-9xr panel set (contains four panels). Two replicates of each panel 1, 2, 3, and 4 were tested on each instrument. The validity and acceptance criteria were met, all replicates were within the acceptable range. This supports the fact that this product is capable of providing accurate results. Our investigation determined that the architect ca 19-9 xr assay is performing as intended and meeting its safety, effectiveness and label claims.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-26 that has a similar product distributed in the us, list number 2k91-27. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.